Manufacturer narrative:
Additional information: it was reported that when the device was removed from the patient as a whole, an attempt made to deploy on the bench, but it failed to be deployed. Troubleshooting techniques for deployment issues per the IFU were not attempted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft system was intended to be implanted in the endovascular treatment of a 70mm abdominal aortic aneurysm. It was reported during the index procedure that when the physician was prepared to implant and deploy the main body of the stent system to a predetermined position below the renal artery, it could not be deployed due to unknown reasons. It was reported that several attempts were made to release the stent but it could not be released so was removed as a whole. It was reported that the patient had a low tolerance for the procedure because the patient was older, the aneurysm size was large and their blood pressure was unstable. The aneurysm ruptured and the patient expired during surgery. As per the physician the cause of the event was anatomy. It was reported that because the patient was older, the aneurysm size was large, the neck was angled, severe vascular calcification and unstable blood pressure caused the aneurysm to rupture. No additional clinical sequalae were provided and the patient is expired.